Manufacturer narrative:
Investigation is ongoing. The follow-up report will be submitted following the investigation completion. UDI number pending gathering. The device is distributed outside the us and no gudid information exists.

Event description:
The customer reported sparks comming from them pump. The evaluation showed that the fuse was blown and battery was not holding charge. These components were replaced. The product was tested and found in operational order. At this moment, it is unknown where and how sparks occured.

Manufacturer narrative:
The customer reported sparks coming from the pump or pump's battery. The customer stated that the battery was not working. There was no injury. The complaint was initially reported following the allegation of sparks. However, after deeper analysis it became apparent, that the failure is not safety related, there have not been a serious injury in the past related to the battery failure or fuse blown, and it is not expected that there will be a serious injury in the future. Review of previous complaints related to spark showed that often sparks comes from damaged power cord. In this complaint power cord was not replaced. Also, the fuse blew as it is designed. The fuse breaks the circuit if a fault in an appliance causes too much current to flow. The battery was not charging which means that there was no power and therefore it was unlikely that the battery could generate a spark. Taking all of the above into account, it is considered that the increase in the current flow was not related to the arjo product, but could be related to the facility's electricity. Consequently, the alledged sparks were deemed not related to the arjo product. This incident is a singular occurence, no other was found related to sparks coming from the battery. It is unknown if the surge in the power which could blow the fuse could also, in result, affect the battery's charging. The product did not meet specifications because the battery was found to be defective, the battery did not cause an adverse event, there were no reported injuries, and there was no indication that the product was being used for therapeutic or diagnostic purposes at the time of failure.